Event description:
In 2007, the patient states that she experienced elevated blood glucose readings for "a few weeks". She reported blood glucose readings from 200-400 mg/dl and symptoms including being tired and thirsty. She reported her normal blood glucose range to be 100-160 mg/dl. She stated that she corrected her elevated blood glucose using injections rather than bolusing. She also stated that she observed 04 (occlusion) errors during that time period. She believed that there might be a problem with her infusion device. Therefore, she tried using her backup infusion device temporarily. However, her elevated blood glucose readings continued. She noted that her infusion site had been red, swollen, and very painful. She had met with her physician to discuss her infusion site, but she stated that the physician only recommended trying other sites. She mentioned that she has tried other parts of her body including her upper buttocks, sides, and thighs. Use of these alternative sites had not resulted in lower blood glucose readings. She also described lumps under her skin at her infusion sites during use. She had previously observed blood in the cannula of infusion sets when removed. She also noted that she could not remember when she last changed the piston rod in her infusion and the adaptor had never been changed. She was shipped a piston rod and adaptor, and she was educated regarding infusion site management. During follow-up on 08/09/2007, she had replaced the piston rod and adapter, and her blood glucose was under control. She had no additional blood glucose concerns. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.